Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire and a 2-lumen catheter. The guide wire coils were slightly stretched between the 20 and 30 cm marks. The core wire was separated adjacent to the proximal weld. Microscopic inspection revealed plastic deformation and necking in the area of the break. No pieces of the wire appeared to be missing. A lab inventory was inserted into the returned catheter and passed through without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use and caution not to withdraw against the needle bevel or use excessive force. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that in the sicu after the catheter was in position, the physician tried to remove the guide wire. During removal, resistance was met resulting in both the guide wire and catheter needing to be simultaneously removed. It was at that time, the guide wire was found to be kinked. A new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).